Event description:
The pt received two trial scs leads (from the same lot) on (B)(6) 2011. It was reported the physician experienced difficulty placing the second lead due to pt movement. The pt reported experiencing pain from the procedure and declined programming. Follow up info revealed the trial leads were removed on (B)(6) 2011, at which time the pt expressed ongoing discomfort. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.